Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 saf-t-intima w/y adapter bl 22ga x .75in had tubing and tubing clamp damage at an unspecified time. The following was reported by the initial reporter: "the extension tube was damaged by the clamp of the needle"